Manufacturer narrative:
The model#/catalog# identified in section is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is (B)(4). The 510k number provided in section is for the domestic similar product. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The report suggests that a leak was identified from a crack in the maxzero during clinical use. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The customer¿s report of a crack and leak was confirmed. Visual inspection observed a hairline crack on the female luer. Functional testing confirmed the customer's experience as leakage was identified from the crack. The root cause of the customer's experience was not identified.

Event description:
The report suggests that a leak was identified from a crack in the maxzero during clinical use. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.